Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03734. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with a transabdominal exploratory laparotomy, revision of sacral colpopexy, exploration of sacrum, cystourethroscopy, ventral herniorrhaphy, and incision herniorrhaphy. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that after insertion of the mesh the patient experienced pain, recurrence, infection, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03734. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted due to pelvic pain, pelvic mass, sui, intrinsic sphincter deficiency, ventral hernia, incisional hernia, and htn. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, and muscle spasm. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, and muscle spasm.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy extensive enterolysis synthetic sling cystoscopy with suprapubic catheter placement (B)(6) 2008, due to bowel dysfunction and sui. It was reported that patient underwent injection of botox into the puborectalis muscle, exploratory laparoscopy with lysis of adhesions on (B)(6) 2011, and (B)(6) 2011, due to chronic rectal pain, pelvic pain, and constipation. No additional information was provided.